Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d1, d2, d4, g4, h4.

Event description:
This record is un-reporting due to device not PMA approved.

Manufacturer narrative:
E1. Zip code continued: (B)(6). Visual analysis: visual analysis of the photographs identified: rupture: observed rupture on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. Seroma-late: unable to observe as it is not related to the manufacturing process. Device wrinkling: unable to observe as it is not related to the manufacturing process. Crease/folding of implant: creases observed on the device. Breast-pain: unable to observe as it is not related to the manufacturing process. No additional observations were carried out. No further actions are required as no manufacturing issues are observed. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, seroma-late, pain.

Event description:
Healthcare professional reported right side "rupture". Healthcare professional later reported "right mammary gland; contours are significantly wavy, with deep radial folds up to 1,6 cm; inhomogeneous structure due to intracapsular defects filled with liquid contents...along the periphery of the implant, a pronounced amount of fluid, a seroma, is visualized mainly along the lower lateral edge. Conclusion: MRI of intracapsular rupture of the right breast implant, right breast seroma, breast asymmetry (d>s)". Healthcare professional additionally reported "fluid accumulated, breast enlarged, and pain". The device has been explanted and replaced with another manufacture's device.